Manufacturer narrative:
The previously reported conclusion code no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) included a programming session print report indicating an active alarm for a stopped pump period may exceed tube set.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found gear train anomalies; stall was due to shaft-bearing and corrosion.

Event description:
On (B)(6) 2015, additional information was received from a foreign manufacturer representative (rep). It was reported that the was implanted by another hcp on (B)(6) 2011. The patient's managing hcp reported the patient was doing well with their new pump.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional (hcp) via a manufacturer representative (rep) reported identifying a motor stall during a routine pump check. The pump was used to deliver clonidine (concentration 300 mcg/ml, dose 60 mcg/day) hydromorphone (concentration 2.5 mg/ml, dose 0.5mg/day) and bupivcaine (concentration 2.7 mg/ml, dose 0.534 mg/day). The hcp then interrogated the pump and logs indicated a motor stall occurred. The hcp waited to see if the pump would restart, but it didn't. The hcp then tried to change to dose to see if it would change the motor stall issue, but it didn't. The hcp then replaced the pump with a new one on (B)(6) 2015. It issue was reported to not be resolved. There were no reported symptoms.